Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet disposable handles will not lock into place with the versajet console. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the device functioned an intended which could not establish a relationship between the device and reported event. Probable root cause may include a setup issue or connection issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause may be a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.